Event description:
It was reported that on (B)(6) 2023 the patient was admitted for an acute abdomen infection caused by choledocholithiasis. The patient developed an infection. The patient's blood cultures were positive for a bacterial infection. The source of the infection was the biliary duct. Endoscopic nasobiliary duct drainage and medication administration were performed. The cause was determined to be patient condition and complexities of medical management. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.